Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow issue with thea clearlink solution set. The lower port was unable to flush. Therapy was discontinued and started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leak test was performed and result was satisfactory. Pressure test and clear passage under water was performed, and no defect was found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.